Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the remote manager had door failure. The customer stated that this malfunction occurred while dispensing medication to patients. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b describe event or problem, section d concomitant med prod data and unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager door was failed. A field service engineer (fse) re-aligned the remote manager latch box to ensure better alignment with the hasp. As a preventative measure, the fse replaced the latch assembly. The fse tested all functionality using hardware test application and/or the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager refrigerator door was failed to open, requires maintenance. The customer stated that this malfunction occurred while dispensing medication to patients. There were no delay and adverse events or injuries reported based on this event.